Manufacturer narrative:
(B)(4). Sui. It was reported that following insertion the patient experienced infection, urinary and bowel problems and bleeding. It was reported that the patient underwent mesh revision on (B)(6) 2005 due to erosion. It was reported that the patient underwent mesh revision on (B)(6) 2012 due to erosion. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. On (B)(6) 2014 the patient underwent mesh removal due to erosion. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy, hydrodistention, posterior repair and excision of vulvar skin tags due to sui, pop and pelvic pain. It was reported that patient underwent implantation of an interstim stage I on (B)(6) 2013 due to urgency, frequency, and urge incontinence. It was reported that patient underwent implantation of an interstim stage ii on (B)(6) 2013 due to urgency, frequency, and urge incontinence. No additional information was provided. (B)(4).